Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the on starting the machine it stated system error, restarting the arctic sun device gives same error. Per review of wo on 05jun2025, there was no patient involvement. Per sample evaluation results received via task on 02sep2025, it was reported that there was a faulty processor circuit card in the evaluation of (B)(4). Per sample evaluation results received via task on 13oct2025, it was reported that the unknown powder inside the tanks per (B)(4).

Event description:
It was reported that the on starting the machine it stated system error, restarting the arctic sun device gives same error. Per review of wo on 05jun2025, there was no patient involvement. Per sample evaluation results received via task on 02sep2025, it was reported that there was a faulty processor circuit card in the evaluation of (B)(4). Per sample evaluation results received via task on 13oct2025, it was reported that the unknown powder inside the tanks per (B)(4).

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause could not be definitively identified. Machine will be scrapped. The as5000 system has been scrapped. Beyond economical repair. The as5000 system was evaluated for functionality and results were failed; as5000 system did not pass all tests, is not functioning properly and is not ready for use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun temperature management system service manual for additional information. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Corrections: d, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.